Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 30% to 5% after being connected to a power source. In addition, the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. There was no reported impact to the user's blood glucose level. Reportedly, the user will continue to use the pump for insulin therapy.